Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator did not lesion or perform motor stimulation as expected, and the procedure was cancelled. Motor testing was performed on the patient and a motor response was seen for ten seconds and then stopped despite output still being displayed on the screen. The cannula was repositioned, but no response was seen. The generator was powered off and back on three times without moving the cannula, and eventually a motor response was seen again. The procedure was cancelled. The patient experienced no adverse consequences as a result of the cancellation.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator (pn rfg-nt-2000 sn (B)(6)) was received for evaluation. The field reported event was not confirmed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.